Event description:
It was reported that a device fracture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft was broken. The device was pulled and removed intact safely. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 42.5cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a device fracture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft was broken. The device was pulled and removed intact safely. There were no patient complications reported post procedure.